Event description:
Approximately two months after heartware lvad implantation the site reported that the patient experienced dyspnea and reported high lvad estimated flows and power consumption. In addition, he was reported to be thrombocytopenic at the time of the event. The site further reported that the patient had stopped taking his coumadin for a few days (possibly because he ¿ran out¿). The patient was treated with integrilin and transferred to a vad-implanting facility. Once there, his integrilin was stopped (due to hematuria, epistaxis and thrombocytopenia) and the patient started on heparin. Six days after the initial onset of symptoms, the patient underwent an lvad pump exchange (for (B)(4)). No thrombotic material was found during the explantation. The patient¿s post-operative course was complicated with cardiogenic shock, respiratory and renal insufficiency, a uti, atrial fibrillation, anemia and encephalopathy. Investigation is on-going.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported high power event was confirmed via review of the controller log files. Independent pathological analysis confirmed the presence of thrombus; however, the origin of this thrombus cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's sub-optimal anticoagulation (related to non-compliance) at the time of the event. Based on the review of the information available, the cause of the reported event could not be determined. There is no evidence to suggest that a device malfunction led to the reported event. No additional information will be forthcoming.